Event description:
After procedure, the balloon could not be pulled back into the introducer. The distal part of the balloon was cut off by the physician, and a surgeon removed it antegrade out of the femoral vein. The pt has since recovered.